Manufacturer narrative:
(B)(4). DIABETES MELLITUS IS A KNOWN CAUSE OF HYPOGLYCEMIA.

Event description:
IT WAS REPORTED VIA LEGAL COMPLAINT THAT THE DECEDENT EXPERIENCED AN ALERT/NOTIFICATION ISSUE. THE COMPLAINT ALLEGES THAT ON (B)(6) 2024, THE DECEDENT WAS USING A DEXCOM G6 AND TANDEM INSULIN PUMP WHEN HE ALLEGEDLY BECAME ILL AT HOME. THE DECEDENT¿S WIFE THOUGHT HE MAY HAVE BEEN EXPERIENCING A LOW BLOOD SUGAR; HOWEVER, IT WAS ALLEGED THAT THE G6 ¿ALARMS HAD NOT GONE OFF ON EITHER OF THEIR PHONES¿. THE DECEDENT WAS ADVISED TO SIT DOWN WHILE THE DECEDENT¿S WIFE WENT TO GET A GLUCOMETER. WHEN SHE RETURNED, THE DECEDENT WAS FOUND UNCONSCIOUS. THE COMPLAINT ASSERTS THAT THE DECEDENT¿S CGM WAS READING LOW AT THIS TIME. THE DECEDENT¿S WIFE TREATED THE DECEDENT WITH A GLUCAGON INJECTION. EMERGENCY MEDICAL SERVICES (EMS) WAS ALSO CALLED. THE DECEDENT¿S NEIGHBORS INITIATED CARDIOPULMONARY RESUSCITATION (CPR) ON THE DECEDENT WHILE WAITING FOR EMS. EMS ARRIVED AND WAS ABLE TO RESTORE THE DECEDENT¿S PULSE. THE DECEDENT WAS THEN TRANSPORTED TO THE EMERGENCY ROOM. THE COMPLAINT CONTINUES THAT THE DECEDENT WAS INTUBATED, PUT ON A VENTILATOR, AND ADMITTED TO THE INTENSIVE CARE UNIT (ICU) FOR FOUR DAYS BEFORE PASSING AWAY FROM CARDIAC ARREST ON (B)(6) 2024. NO PRODUCT WAS PROVIDED FOR INVESTIGATION. DATA IN DEXCOM CLOUD WAS REQUESTED BUT IS PENDING INVESTIGATION AT THIS TIME. DEXCOM REQUESTED CGM DATA FROM THE INSULIN PUMP PARTNER WITH NO DATA PROVIDED AT THIS TIME. IF CGM DATA IS RECEIVED A FOLLOW UP REPORT WILL BE FILED WITH DATA INVESTIGATION RESULTS. THE ALLEGATION AND THE PROBABLE CAUSE CANNOT BE DETERMINED. NO ADDITIONAL PATIENT OR EVENT INFORMATION IS AVAILABLE.

Event description:
Subsequent to the initial MDR, additional information was provided on (b)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).B5: Describe Event or Problem - Additional.H2: Additional Information/Correction.H6: Type of Investigation - Additional.H6: Investigation Findings.H6: Investigation Conclusion.